Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error detected on the insulin pump. It was explained that the external power source was unable to charge. Customer disconnected and cleared the alarm. Customer removed the battery and monitored the notification light before entering a new battery. Customer updated the time and date. Customer then completed the reservoir and tubing process. Customer was advised to monitor the pump.